Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that a bolt snapped on the left side rear wheel causing the hardware to bend.